Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was duplicated. Device displayed 41541 error code alarming message was found in the pump's and event history logs. Cleared error code, replaced latch/lock optic flex circuit sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device had power issues. No patient injury was reported.